Event description:
The user facility has reported that an incident occurred during a surgery that led to an adverse event. The hospital has reported that user error led to the inspiration side of an anesthesia circuit becoming detached during the first 16 minutes of a surgical procedure. The report alleges the patient suffered hypoxic brain damage, which left them in a permanent vegetative state. The incident occurred in 2008, but the user facility did not make the manufacturer aware until 2009.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.